Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 the customer was hospitalized for diabetic ketoacidosis/high blood glucose's. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0876 inches. No under delivery anomaly noted. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, faded serial number label, scratched keypad overlay, pillowing keypad overlay and cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. Please see below for the boluses delivered on (B)(6) 2021 listed in the formatted history file. (B)(6) 2021 04:04:36.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard. Normalbolusamountprogrammed = 1.4. (B)(6) 2021 08:01:52.000 normalbolusprogrammed. Bolusprogrammingmethod = bolus wizard. Normalbolusamountprogrammed = 2.2. (B)(6) 2021 09:42:23.000 normalbolusprogrammed. Bolusprogrammingmethod = bolus wizard. Normalbolusamountprogrammed = 2.8. (B)(6) 2021 11:57:55.000 normalbolusprogrammed. Bolusprogrammingmethod = bolus wizard. Normalbolusamountprogrammed = 7.2. (B)(6) 2021 12:33:00.000 normalbolusprogrammed. Bolusprogrammingmethod = manual bolus. Normalbolusamountprogrammed = 7.2. (B)(6) 2021 14:23:46.000 normalbolusprogrammed. Bolusprogrammingmethod = bolus wizard. Normalbolusamountprogrammed = 5.6. (B)(6) 2021 14:52:15.000 normalbolusprogrammed. Bolusprogrammingmethod = bolus wizard. Normalbolusamountprogrammed = 3. (B)(6) 2021 16:02:16.000 normalbolusprogrammed. Bolusprogrammingmethod = bolus wizard. Normalbolusamountprogrammed = 1.8. (B)(6) 2021 16:06:04.000 normalbolusprogrammed. Bolusprogrammingmethod = manual bolus. Normalbolusamountprogrammed = 6.3. (B)(6) 2021 16:23:30.000 normalbolusprogrammed. Bolusprogrammingmethod = manual bolus. Normalbolusamountprogrammed = 4.9. (B)(6) 2021 17:58:45.000 normalbolusprogrammed. Bolusprogrammingmethod = manual bolus. Normalbolusamountprogrammed = 6.1. (B)(6) 2021 18:50:02.000 normalbolusprogrammed. Bolusprogrammingmethod = bolus wizard. Normalbolusamountprogrammed = 2.5. (B)(6) 2021 19:33:49.000 normalbolusprogrammed. Bolusprogrammingmethod = manual bolus. Normalbolusamountprogrammed = 7.7. (B)(6) 2021 20:35:17.000 normalbolusprogrammed. Bolusprogrammingmethod = manual bolus. Normalbolusamountprogrammed = 3.3. (B)(6) 2021 19:24:26.000 insulindeliverystopped. Please see below for the user suspend listed in the formatted history file on (B)(6) 2021. Systemtime = (B)(6) 2021 19:24:26.000. Reasonforinsulindeliverysuspension = user suspended. No auto suspend noted in the formatted history file. On (B)(6) 2021 at 19:19:43.000 a faultnumber = no reservoir alarm (66) noted in the formatted history file. Device passed the functional testing. No under delivery anomaly noted. Unable to confirm alleged diabetic ketoacidosis/high blood glucose's. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black on dec 01, 2021, the customer was hospitalized for dka/high bg's and pump under delivery. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.0876 inches. No under delivery anomaly noted. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, faded serial number label, scratched keypad overlay, pillowing keypad overlay and cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. Please see below for the boluses delivered on 12/01/2021 listed in the formatted history file. 12/01/2021 04:04:36.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 1.4 12/01/2021 08:01:52.000 normalbolusprogrammed bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 2.2 12/01/2021 09:42:23.000 normalbolusprogrammed bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 2.8 12/01/2021 11:57:55.000 normalbolusprogrammed bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 7.2 12/01/2021 12:33:00.000 normalbolusprogrammed bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 7.2 12/01/2021 14:23:46.000 normalbolusprogrammed bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 5.6 12/01/2021 14:52:15.000 normalbolusprogrammed bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 3 12/01/2021 16:02:16.000 normalbolusprogrammed bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 1.8 12/01/2021 16:06:04.000 normalbolusprogrammed bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 6.3 12/01/2021 16:23:30.000 normalbolusprogrammed bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 4.9 12/01/2021 17:58:45.000 normalbolusprogrammed bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 6.1 12/01/2021 18:50:02.000 normalbolusprogrammed bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 2.5 12/01/2021 19:33:49.000 normalbolusprogrammed bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 7.7 12/01/2021 20:35:17.000 normalbolusprogrammed bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 3.3 12/01/2021 19:24:26.000 insulindeliverystopped please see below for the user suspend listed in the formatted history file on 12/01/2021. Systemtime = 12/01/2021 19:24:26.000 reasonforinsulindeliverysuspension = user suspended no auto suspend noted in the formatted history file. On 12/01/2021 at 19:19:43.000 a faultnumber = no reservoir alarm (66) noted in the formatted history file. The pump passed the functional testing. Customer alleged not confirmed for pump under delivery. Unable to confirm alleged dka/high bg's. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2021 and the blood glucose level was 340 mg/dl. Customer was treated with intravenous insulin drip. The customer experienced chest pain, had vomiting, and blurred vision at the time of hospitalization. The customer alleged that the insulin pump was under delivering as they gave bolus but the blood glucose value did not go down. The insulin pump passed displacement and self test. The auto mode feature was not active at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.